Event description:
During a colonoscopy procedure, a polyp was removed from the right colon. Information reported indicated insufflation was high. The procedure appeared to be routine and the patient was sent home afterwards. There was no evidence of device malfunction. The patient returned with right lower quadrant pain. Examination revealed a perforation at the biopsy site. The patient was sent for emergency surgery. The patient required a colostomy and ileostomy due to the perforation. After surgery, the patient's condition was reported as fair. Additional information provided indicated the physician believed the burn radius of the forceps was larger than usual. It was reported that the insufflation made the already thin wall of the right colon even thinner and probably caused the subsequent perforation.